Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. Air came back when the dilator was inserted and the valve was leaking. It was reported that when they inserted the dilator, air come back, and solution dropped out. The sheath was exchanged. There were no patient consequence. The procedure continued and finished successfully. Additional information was received. It was not known if the hemostatic valve was dislodged outside the hub. It was not known if the hemostatic valve/brim cap/hub became detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. Solution drop out means that the sheath was leaking. The event was assessed as MDR reportable for air flowed back into the side port and a hemostatic valve leak issue.

Manufacturer narrative:
The event date is unknown. As a result, the 1st day of the month has been entered as the event date. The initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)..

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 22-aug-2022, noted corrections to the 3500a initial section "h. Device manufacturers only". H10. Additional manufacturer narrative should have included: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. H3. Reason for non- evaluation was reported as "device evaluation anticipated, but not yet begun" and should have been left blank. H3. Device evaluated by manufacturer? Was reported as "no" and should have been "not returned to manufacturer". H6. Type of investigation was reported as "type of investigation not yet determined (b21)" and should have been " device not returned (b17)".

Manufacturer narrative:
The investigation was completed on 26-aug-2022. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 00001841 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).